Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions that describe gum recession and loss of dental bone structure. However, smile direct club constent that the customer signed stated that gingival recession, inflammation of the gums or permanent markings (e.g. Decalcification) may occur or accelerate during use of aligners.

Event description:
The customer reported bone loss and gum recession while wearing the aligners, the customer was not able to provide the impacted teeth number. Medical intervention was required and a gum surgery was performed. Aligner treatment was discontinued. For this event, the patient identifier is (B)(6) and the complaint number is (B)(4).